Manufacturer narrative:
At the time of this report, the investigation is still ongoing. When the investigation is complete the report will be updated and a follow up medwatch will be submitted. Initial reporter name and address: (B)(6).

Event description:
The following was reported to us. During a surgery it was not possible to operate the height adjustment function and the tilting functions for the table top with the remote control. The surgery was delayed by 30 minutes due to this issue. The patient was not harmed. Manufacturer reference #: (B)(4).

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer's reference number (B)(4).

Event description:
On 13th october 2021 getinge became aware of an issue with one of our columns - hybrid or table column, surface-mounted (118001b2). The following was reported to us: during a surgery, it was not possible to operate the height adjustment function and the tilting functions for the table top with the remote control. The surgery was delayed by 30 minutes due to this issue. None of the information received so far indicates patient being harmed due to this incident. We decided to report the issue as a delay of surgery, resulting in prolonged anesthesia time, could lead to serious injury in case of event recurrence.

Manufacturer narrative:
On 13th october 2021 getinge became aware of an issue with 118001b2 hybrid or table column, surface-mounted. The device was manufactured in february 2016. The following was reported to us: during a surgery, it was not possible to operate the height adjustment function and the tilting functions for the table top with the remote control. The surgery was delayed by 30 minutes due to this issue. None of the information received so far indicates patient being harmed due to this incident. The device has been inspected by getinge service technician and the failure of the front and rear tilt potentiometer had been defined. The device was repaired by replacement of the faulty parts. It was established that when the event occurred, the mentioned or table column did not meet its specification and was directly involved with the reported incident. The provided information indicates that upon the event occurrence, the device was being used for patient treatment. Comparing the number of claimed devices with the same failure mode to the number of sold devices worldwide, we established that the failure ratio is very low. The root cause analysis was performed on returned parts (tilt potentiometers - part number: 31154789) by the research and development department from the manufacturing site. It revealed slight imbalance when moving the potentiometer. There was very strong pressure point on the slope of the bridge. The r&d department points out that it is possible that the toothed belt has loosened a little over time, thus the reported malfunction was most likely related to the wearing of the part. We believe that remaining devices are performing correctly in the market. Getinge shall continue to monitor for any further events of this nature and do not propose any action at this time. The correction of d3 manufacturer, b5 describe event or problem, h6 medical device ¿ problem code, h8 usage of the device fields deems required. This is based on the additional information that has been received and the internal evaluation. Previous b5 describe event or problem. The following was reported to us. During a surgery it was not possible to operate the height adjustment function and the tilting functions for the table top with the remote control. The surgery was delayed by 30 minutes due to this issue. The patient was not harmed. Manufacturer reference #: (B)(4). Corrected b5 describe event or problem on 13th october 2021 getinge became aware of an issue with one of our columns - hybrid or table column, surface-mounted (118001b2). The following was reported to us: during a surgery, it was not possible to operate the height adjustment function and the tilting functions for the table top with the remote control. The surgery was delayed by 30 minutes due to this issue. None of the information received so far indicates patient being harmed due to this incident. We decided to report the issue as a delay of surgery, resulting in prolonged anesthesia time, could lead to serious injury in case of event recurrence. Previous d3 manufacturer: holger ullrich. Corrected d3 manufacturer: maquet gmbh. Previous h6 medical device ¿ problem code. Insufficient information///3190. Corrected h6 medical device ¿ problem code. Activation, positioning or separationproblem/positioning problem//3009. Previous h8 usage of the device: unknown. Corrected h8 usage of the device: reuse.